Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia. There is no documentation in the complaint file to show a causal relationship between the hernia and the liberty cycler. Additionally, there is no allegation of a machine malfunction related to this event. Based on available information a cause of the hernia cannot be established. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had a past surgical history of hernia repair. No further information was documented. The peritoneal dialysis registered nurse (pdrn) stated that the clinic does not have any record of the patient¿s hernia repair or what type of hernia the patient had. It is unknown if the patient¿s hernia was prior to start of pd therapy.